Event description:
It was reported that the user¿s pump became locked and could not be unlocked despite cleaning and drying the device, using different fingers, and retrying after several hours; only the notification bell icon was accessible, and a pending firmware update could not be installed due to the lock state, resulting in shipment of a replacement device and return of the original for evaluation. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included receipt of the returned device and review for device performance and usability factors related to the lock/unlock function and firmware update pathway. Investigation of this device revealed a device performance issue consistent with an inability to complete the unlock process, with the user interface and firmware update mechanisms implicated; the device was subsequently returned for analysis. The touchscreen glass was found to be cracked, which caused portions of the screen to no longer respond to touch inputs.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.